Event description:
Valve not pumping adequately in shunt. Valve replaced surgically 4/26/94. During surgery, valve was removed and pumped under a container of sterile saline and gentamycin solution. Not pumping very well or refilling.